Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer stated that last night she went low without sensor on and then put pump in and then when she woke up this morning pump was suspended. The customer was treated with food and bolus for the low blood glucose with 54 mg/dl. Customer¿s blood glucose level was 54 mg/dl. The customer decline troubleshoot for low blood glucose levels. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 104 mg/dl and the sensor glucose was 46 mg/dl at the time of the incident. The customer stated that all throughout the night sensor was reading low, tried to calibrate and correct and still reading low and stated that sensor glucose readings were inaccurate. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 54 mg/dl and threshold/low suspend limit in sensor settings was 60 mg/dl. The customer stated that blood glucose was 104 mg/dl when calibrated and the sensor glucose was 46 mg/dl. The sensor will be returned for analysis.